Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 5, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was received in a vial with unknown fluid. The iol was inspected under magnification. The lens was received cut into two pieces with two missing haptics that appear to be cut off. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information: information unknown/not provided. Attempt was made to get the information but the customer indicated they do not have any more information than what's already reported. Date of event: the exact date was not specified. It was reported since first postoperative appointment. The best estimate is after the implant date and prior to awareness date. (B)(6) 2024, respectively. If explanted, give date: not applicable as the iol remains implanted. Section e1, telephone number: (B)(6) entering the telephone number in h10 as the field only takes the us format. Device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient's left eye. The patient complained of near vision issues since the first postoperative visit. Reportedly, the instructions for use were followed. The patient was 20/20 and mainly complains of near vision loss, to the point of being unable to perform daily activities such as reading recipes. She cooks professionally and cannot read recipes. There was no incision enlargement, sutures, vitrectomy, or medication outside the standard of care. No delay in procedure was reported. The doctor intends on removing the iol, but the explant has not been scheduled. No further information was provided.

Manufacturer narrative:
Additional information the customer informed johnson and johnson that the iol was explanted. The following fields were updated. Section b2, outcome attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) section d6b, if explanted, give date: asked. Unknown, not provided. Section h6- health effect - impact code: 4629 used to capture the explanted iol. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.